Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with the blood glucose value of 470 mg/dl. The symptom associated with the event was nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with a lantus, humalog, insulin drip and injection during in the hospital. The customer states the drive support cap appears to be normal. Based on customer report customer does not allege pump was under delivering. The customer performed high pressure test and it did passed. Advised the insulin pump is working as it should and advised to change out set, reservoir and insulin and monitor insulin pump. The insulin pump will not be returned for analysis.